Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis related to another complaint on 03/17/2015 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. During a visual inspection of the pump, no structural damage was found. During testing, the pump powered on and functioned appropriately. No defect was found with the pump. Any further results of investigation related to this complaint will be reported in a follow-up supplemental report.

Event description:
On (B)(6) 2015, the distributor contacted animas, alleging a cgm (transmitter issues) issue. The customer alleged that the communication was slow between the transmitter and the pump even when the two were in close proximity of each other. The issue allegedly happened after swimming. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #2 date of submission 05/05/2015-additional information/device evaluation: the following additional information related to the product analysis was provided on (B)(4) 2015: a review of the pump black box data revealed no activity outside of normal use. During testing, a test transmitter paired successfully with the pump. A blood glucose value was successfully entered into the pump twice in two hours. A radio frequency test was performed and passed. Correct readings were given for the blood glucose calibration. The pump performed within specifications. The complaint of a transmitter issue was not duplicated, and no defect was found.